Event description:
Some time postoperative(implant date unk), during a dvr procedure, the valve was explanted due to regurgitation observed on echo. At explant, it was noted the suture points were "perfect" and fibrous deposits were on the sewing cuff, although several sites of leakage were observed at the valve's commissures. A tricuspid devega annuloplasty and an aortic valve replacement with a 21 mm regent valve were also performed during this procedure. The mitral valve was replaced with a 29 mm carbomedics valve. Preoperatively, the pt was also diagnosed with "massive" tricuspid and aortic insufficiency (grade ii).